Manufacturer narrative:
Although requested, the device is not available for evaluation and additional information regarding the event was not provided. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that approximately one week after implantation of an intraocular lens (iol) into the eye, the patient reported glare and starbursts. Approximately 3 weeks after implantation, the lens was exchanged with a different model iol. Additional information was requested, but not received.

Manufacturer narrative:
After further review, it was determined the risk for subjective visual disturbances is documented in the directions for use, the device causality is unrelated and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.